Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set packaging issue event on (B)(6) 2025. The issue occured for three packaging infusion sets. The patient reported that the packaging was not sealed properly, it was misshaped or sterile packaging not intact no further information available.

Manufacturer narrative:
Initial and final MDR- (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013961, in question was manufactured at the osted site. Threshold analysis: a query was run on 03-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6013600". No complaints found in query. As the count of complaints is below 3 no further statistical trending analysis is required. Device history record (DHR) review: the lot 6013961 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 04-jul-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.